Event description:
It was reported that a perforation occurred in the right atrium while maneuvering the catheter during the implant procedure. The event was resolved with pericardiocentesis, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.